Event description:
Hill-rom received a report from the account stating the external buzzer was not audible at the bed. The bed was located in the hca warehouse. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the external alarm needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed preventive any other preventative maintenance on this bed. The technician replaced the external alarm to resolve the issue. Based on this information, no further action is required.